Manufacturer narrative:
Philips service replaced sib; software reloaded; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that machine failed to switch on due to sib hardware issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.